Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during irrigation and aspiration of the cortical fragments, a patient experienced a posterior capsule rupture due to difficulty in aspiration. The procedure was completed without further incident. Following the procedure, the surgeon evaluated the ia tip and found the aspiration port opening was not in the center. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.6. And h.10. This patient was scheduled for cataract surgery. The customer reported ¿while aspirating the cortical fragments (with I/a handpiece and bent I/a tip), the surgeon was experiencing difficulty aspirating. The surgeon then reported a pc (posterior capsule) rupture. After completing the procedure, the surgeon checked the I/a tip and found the aspiration port opening is not at the center (where it was expected to have been seen). Pictures provided for this investigation, show the opening off to the side. Additional related information was requested but none has been provided to date. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the I/a tip had any effect on the integrity of the posterior capsule. The I/a bent tip was not returned for evaluation. The I/a bent tip was packaged on december 6, 2018. There were 1507 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).